Manufacturer narrative:
The implant has not returned for evaluation. The part number nor the lot number was provided; therefore, a review of manufacturing records cannot be performed. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported a right iliac screw tulip sheared off postoperatively and the hex was sheared as well, the surgeon was unable to remove the screw. He placed a revision iliac bolt next to it, in addition to a 6.5mm screw laterally across the iliac crest for additional stabilization. On the left side, he was able to remove an existing iliac screw where the tulip had also sheared. He replaced it with a larger diameter screw and a lateral 6.5mm iliac screw.